Event description:
It was reported that a patient underwent a left venous stripping procedure on (B)(6) 2012 and topical skin adhesive was used. The wound area was disinfected with povidone iodine, suture was used and then topical skin adhesive was applied at three incision sites on the left leg. The areas were dried and then a comprihaft bandage was applied. On (B)(6) 2012, the patient went to the hospital with red flare and rash on both legs and itching on the left leg only. The patient was prescribed antebate ointment. At that time, only a little bit of the topical skin adhesive remained on the left leg. The doctor diagnosed the patient with contact dermatitis. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - contact dermatitis. Device (B)(4) - contact dermatitis occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch edb502, mfg date: 04/01/2011. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.